Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor and no damage was observed. Also, sharp stuck inside sensor plug assembly was observed. It was unable to perform further investigation due to no product returned. Issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the "needle is out" of the abbott diabetes care (adc) device. The customer self-treated by removing the sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the "needle is out" of the abbott diabetes care (adc) device. The customer self-treated by removing the sensor. There was no report of death or permanent impairment associated with this event.